Manufacturer narrative:
This report is being submitted to correct the date of implant field (d6a) in section d and date of explant field (d6b).

Event description:
It was reported that this pacemaker device was explanted due to pacing rate was about 40 percent, and the low impedance caused rapid battery consumption, so it was replaced after considering the remaining battery level and the patient's age. New device was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device was explanted due to pacing rate was about 40%, and the low impedance caused rapid battery consumption, so it was replaced after considering the remaining battery level and the patient's age. New device was replaced. No additional adverse patient effects were reported.